Event description:
It was reported that there was a loss of efficacy which was unrelated to stimulation therapy. It was noted that it had started on the morning of this report. It was further noted that it was working the day prior to this report and not on the day of this report. All of the patient¿s symptoms had returned. The programmer was showing on and ok. Additional information requested, but had not been received as of the date of this report.

Manufacturer narrative:
Concomitant medical products: product ID: 37642, serial# (B)(4), product type: programmer, patient. Product ID: 3387s-40, lot# v525542, implanted: (B)(6) 2011, product type: lead. Product ID: 37085-40, serial# (B)(4), implanted: (B)(6) 2011, product type: extension. Product ID: 37085-40, serial# (B)(4), implanted: (B)(6) 2011, product type: extension. (B)(4).